Manufacturer narrative:
Products were returned to bomimed for review. The devices were heavily contaminated with bodily fluid, therefore bomimed did not open the packaging. Bomimed obtained the lot number of the handle only and have completed a product history review. The handle was from the first batch after the implementation of the contact design. Flickering may be caused by various aspects from mechanical connections to environmental factors, including the type and charge the batteries contain. It is suspected an unstable contact with the battery may have caused the flickering, a rare but known factor in which is continually being inspected for. This is the first occurrence of any reported flickering with the handles since the implementation of a contact pin. Corrective action was already implemented to introduce a pin within the handle design to assist in creating a more stable contact. An even more robust contact design was recently implemented to address the ongoing various factors that could lead to an unstable light. Bomimed will continue to complete stringent heightened testing and will monitor the internal and external feedback

Event description:
Laryngscope was flickering lots to a point that we had to change it with a new handle and blade to do the intubation.